Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Post-procedure, the patient exhibited hematuria, which was observed in the foley bag prior to discharge, though vitals remained stable. Three days later, the patient developed urinary retention. Following the removal of the foley catheter, the patient was scheduled for a second pcnl procedure after the initial right-sided pcnl. Per physician's assessment, the events were not serious, were not related to the device, and possibly related to the procedure. After thorough review of additional information received from the healthcare facility on april 18, 2025, it was determined that the adverse event of hematuria for this patient was inadvertently entered and has been removed from the file.

Manufacturer narrative:
Blocks b5, h6 (patient and evaluation conclusion codes), and h11 have been updated based on the additional information received on april 18, 2025, and the closure of the investigation on 02may2025. Block b3: the exact event onset date is unknown. The provided event date of february 1, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021, and the day of adverse event reported post-procedure (pod0). Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf impact code f1901 captures the reportable event of "the patient was scheduled for a second pcnl procedure after the initial right-sided pcnl." Imdrf impact code f12 captures the reportable event of serious injury.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of february 1, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported post-procedure (pod0). Blocks d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf impact code f1901 captures the reportable event of "the patient was scheduled for a second pcnl procedure after the initial right-sided pcnl." Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Post-procedure, the patient exhibited hematuria, which was observed in the foley bag prior to discharge, though vitals remained stable. Three days later, the patient developed urinary retention. Following the removal of the foley catheter, the patient was scheduled for a second pcnl procedure after the initial right-sided pcnl. Per physician's assessment, the events were not serious, were not related to the device, and possibly related to the procedure.